Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as the customer's blood glucose did not exceed 500 mg/dl. To resolve the occlusion issue, the customer changed the cartridge and resumed insulin use. No additional assistance was deemed necessary, and the case was closed.